Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump, assisted the caller in performing the reset, and confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and acknowledged understanding of the guidance provided.